Event description:
Complaint: a peritoneal dialysis patient reported she's allergic to the paper tape. It causes her skin to be irritated and itchy. The reaction first happened when she first started dialysis. She has not order them since then but never reported the allergy to us. There was patient involvement; however, there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).